Event description:
It was reported that the customer was hospitalized for high blood glucose. It was stated that the insulin pump had blank display and was broken. Troubleshooting was performed and the battery out limit alarm was noted. Nurse requested to change the batteries of the insulin pump functions properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.